Event description:
The facility's biomedical engineering department reported an infusion pump that failed during patient use. The pump was reported to be infusing similac 24 calories with iron at a rate of 20ml/hr. One hour into the infusion, the pump stopped, alarmed, and displayed 'failure'". According to the facility's risk management, no patient injury or need for medical intervention has been reported. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient's demographics, diagnosis, or status, type of the failure, or set up of the infusion device.